Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that one of the patient's leads migrated. Surgical intervention may be undertaken at a later date to address the issue. Investigation was unable to determine which of the leads migrated.

Manufacturer narrative:
H11: correction: component most likely was not previously mentioned. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000140359.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.